Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso catheter. Initially, the physician felt strangeness during handling when the lasso catheter was placed in the right pulmonary vein from the left pulmonary vein. The catheter was removed from the patient's body and was deflected. The connection part between the electrode ring and the shaft was twisted. However, there was no reported exposed components. The catheter was changed, but the same issue re-occurred after the right pulmonary vein isolation, created the cti and superior vena cava isolation. The issue was resolved by changing the catheter. The procedure was completed with no patient consequence. Additional information was received stating there was no difficulty in the insertion or the withdrawal of the catheter. No other information was able to be provided. Since there were no reported exposed components and with the information available, this event was assessed as not reportable. The product was received for analysis in the biosense webster failure analysis lab on december 18, 2015 and it was noted that the spine cover was twisted on the proximal side of electrode ring #9 down to the transition with the tip lumen polyurethane (pu) margin. Electrode ring # 2 was squashed leaving the distal side rough with a small gap causing reddish colored material to get inside. Since the electrode edge appeared to be rough, this condition is assessed as a reportable malfunction as it may cause damage to vascular endothelial linings during the withdrawal of the catheter. The awareness date is reset to december 18, 2015.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso catheter. The physician felt strangeness during handling when the lasso catheter was placed in the right pulmonary vein from the left pulmonary vein. The catheter was removed from the patient's body and was deflected. The connection part between the electrode ring and the shaft was twisted. The catheter was changed, but the same issue re-occurred after the right pulmonary vein isolation, created the cti and superior vena cava isolation. The issue was resolved by changing the catheter. The procedure was completed with no patient consequence. The returned device was visually inspected upon receipt and the spine cover was found twisted. Further investigation was made and it was noticed that the lasso loop was internally loose causing that lasso loop spins in its own axis. Polyurethane (pu) residues were found applied around the assembly area. Continuing with the visual inspection ring #2 was found squashed leaving the distal side rough with small gap causing reddish colored material to get inside. Further information received indicates that no resistance was noticed during the insertion or removal of the catheter. The catheter outer diameters were measured and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. The root cause of the spinning loop and electrode damage cannot be determined.